Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedures, the monopolar scissor (mcs) tip cover tears apart. The bedside assistant stated that this occurs during procedures, more frequently in recent times, requiring replacement with a new one. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unsure how many times this issue had previously occurred. The staff informed the reporter that it has been happening very frequently in recent times. It is unclear whether the previous events of mcs tip cover tearing were limited only to the clear silicon area.